Event description:
On 17/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. No additional information was provided during intake. Medical records were received from the patients¿ pd registered nurse (pdrn) confirming the patient presented to the emergency room on (B)(6) 2024 complaining of acute ¿debilitating¿ abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 3165 u/l, neutrophils = 96) were collected, and the patient was diagnosed with sepsis (characterized by tachycardia, leukocytosis, and lactic acidosis) secondary to peritonitis. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dose, duration, frequency not provided) on (B)(6) 2024, and on (B)(6) 2024 the antibiotic route was changed to intraperitoneal (ip). The patient¿s peritoneal effluent fluid culture result returned positive for enterobacteria cloacae, and the patient¿s antibiotics were continued. A repeat cell count collected on (B)(6) 2024 revealed the patient¿s wbc count had decreased to 651 u/l, and the patient was discharged later the same day in stable condition. The pdrn stated the cause of the peritonitis/sepsis is unknown, as no breaks in aseptic technique were noted. However, the pdrn stated the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency. The patient continued ccpd therapy while hospitalized, and following discharge resumed utilizing the same liberty select cycler without reported issue. Of note: following discharge, the patient was receiving ip ceftazidime 2000 mg daily, however it was discontinued due to nausea and vomiting. The antibiotic was replaced with oral ciprofloxacin 250 mg once a day for 18 days, and oral nystatin 100,000 units/ml ¿swish and swallow¿ four times daily (duration not provided).